Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The user's blood glucose (bg) level was 257 mg/dl. The user address bg level with a bolus. Additionally, it was reported that the backside of the cartridge leaked. It was confirmed that the user had an alternate method of insulin delivery.

Manufacturer narrative:
The failure investigation has been completed and the cartridge alarm 19 was confirmed. No used cartridges were returned for investigation. In addition, a different issue was found.